Event description:
It was reported that during device interrogation noise was observed on svc-can vector. Noise was reproducible with arm movement. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.